Manufacturer narrative:
One random opened and used sensor was inspected and a continuity resistance test performed. The sensor passed per specifications. A bicarbonate buffer test was performed and the sensor passed with accurate readings.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer indicated vis phone call that he inserted a new sensor and sensor will only work for about 12 hours. Customer indicated that his sensor reading was below 40 mg/dl but that blood glucose was 160 mg/dl. Customer indicated that he had to throw out 3 sensors recently because they did not work on his body. Troubleshooting advised customer how to use sensors and that additional sensors would be provided to him.